Event description:
It was reported that during a sigmoid colectomy procedure, when the circular stapler was fired to create the sigmoid anastamosis, it appeared that the anterior segment of the staple line did not form, leaving a leaky anastamosis. Hand suture to complete the anastamosis. Tested with water; no bubbles. Or time was extended by 1.5 hours.